Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B)(6) 2010. When the surgeon attempted to deploy the suture from the gun, the trigger would not depress.

Manufacturer narrative:
Evaluation of returned device confirmed reported condition.(B)(4).